Manufacturer narrative:
The insulin pump was received with a high idle current due to moisture damage on the lcd board. The insulin pump was also received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected failed battery test or battery out limit alarm during testing. No moisture damage on the interface board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay, scratched reservoir tube window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the act button seemed to be unresponsive. The customer mentioned that they received a failed battery test alarm as well. The customer's blood glucose was 145 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.